Manufacturer narrative:
No unexpected no delivery alarm noted during testing. The device passed self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit alarmed unexpected restart after battery change and resets time/date to factory default due to c13 voltage leak at interface board. No unexpected insulin pump alarm noted during testing.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was unknown at the time of the incident. Customer reported that they received another insulin pump error. Customer reports they were able to clear the alarm. Customer able to complete rewind the insulin pump. Customer states they performed displacement test and test was passed. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.